Manufacturer narrative:
Product complaint # (B)(4). (B)(6). This report is for an unk - drill bits: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while attempting to insert recon screws into an unknown femoral recon nail (frn), the surgeon hit the nail with the drill bit. The nail was unstable because the surgeon did not pin both trocars before removing guide wire to drill the first hole. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This complaint involves an unknown number of devices. This report is for (1) unk - drill bits: trauma. This report is 5 of 10 of (B)(4).